Event description:
It was reported that during the use of the device for a non-clinical activity, the roller pump was jamming. There was no patient involvement.

Manufacturer narrative:
Updated blocks: d9, h3 and h6. During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment and ran a water loop through the roller pump. The roller pump was properly occluded and the clockwise direction was selected. The pst ran the roller pump for approximately 25.5 hours with no observation of the roller pump jamming. It was determined that the roller pump met specification.

Manufacturer narrative:
The reported complaint could not be confirmed. Per the manufacturer's service repair center assistant, the end user did not want the unit repaired. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.